Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate anti-tachycardia pacing (atp) therapy was delivered for a supraventricular tachycardia episode due to atrial events blanked in the post-ventricular atrial blanking period. The patient came into the clinic and the device was reprogrammed. No device malfunction was suspected, the event was due to device programming. The patient was stable.